Manufacturer narrative:
Good faith efforts and due diligence were made to obtain patient sequence of events and outcome, however no further information was received.

Event description:
Philips was notified that the hospital's v60 ventilator had experienced a blower temperature high alarm (error code 1122). It was reported that the ventilator had been set up to provide the patient with 60 breaths per minute (bpm). The ventilator was reported to have been in use for eight hours when the blower temperature high alarm occurred. The patient was then transferred to a replacement v60 ventilator (rental) to continue therapy (also set up for 60 bpm). During the four hours of use provided by the replacement v60 ventilator, the unit then displayed the same issue that was initially reported (blower temperature high alarm). The allegation of malfunction reported for the initial v60 ventilator was documented under complaint (B)(4). The unit was in clinical use at the time of the event. It was reported that while in use, the patient was breathing/fighting against the ventilator (including thrashing & restlessness). The patient was then intubated, sedated and placed on an ICU type ventilator. Based upon the information provided, it is currently unclear as to the sequence of events and whether the patient escalation of care and adverse event occurred while receiving therapy via the original v60 or the backup v60 ventilator. Further investigation into the patient sequence of events, contextual usage, and patient outcome are pending. Per the good faith effort (gfe) response, the biomed reported that the rental unit could not be evaluated (as it was not owned by the hospital), and biomed was not allowed to perform an evaluation. The rental unit had been returned to the rental company before any further details could be documented. Insufficient information is available to determine if the issue reported for the rental unit was resolved. The biomed onsite was unable to perform an evaluation of the unit, and it was returned to the rental company unrepaired.